Event description:
It was reported that bd maxguard extension set was missing a end cap. The following information was received by the initial reporter with the following verbatim it was reported by customer that the blue caps on the ports were missing when packaged opened.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported there were no blue caps on the set, and returned one unopened set of material mx4452, lot 25039296. Upon initial visual examination, the set verified the complaint of missing blue stopcock caps. The caps are supposed to be assembled onto the set in operation 1 according to the standard work instruction. The root cause was confirmed by the plant to be related to the manufacturing process. A quality alert was generated on jul 21, 2025, to communicate the complaint and reinforce proper adherence to assembly instructions and prevent backlogs in material between operations. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.